Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the left ventricular (lv) exhibited loss of capture. X-ray imaging was performed and the lv lead was found to be dislodged due to twiddler's syndrome. The lv lead was explanted and replaced. The patient was stable throughout the procedure.